Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Olympus found a damaged charged couple device and damage on the circuit board of the video plug section. Based on the results of the investigation, the cause of the event could not be specified; however, it is likely the following led to the malfunction: the image sensor unit and the circuit board in the endoscope connector may have been broken, leading to the subject event. One of the probable causes of breakage is irregular load to the bending section since multiple damaged sites were observed on the bending section. Another probable cause is external stress of bumping or else during handling of the device, causing irregular load to the internal circuit board since scratches were observed on the endoscope connector case. However, it was unable to be specified. The subject event can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) organization. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the deflectable laparoscope¿s image does not appear (communication error code). The unspecified therapeutic procedure was completed using the same set of equipment. There were no reports of patient harm.